Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect prolactin result for a 15 year old female patient. The following data was provided: (B)(6) 2020 initial result = 54.2 ng/ml, repeat with another method = 20.5 ng/ml additional laboratory data was provided: fsh = 1.93, e2 = 64, lh = 0.70. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated architect prolactin result included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. In-house testing of reagent lot 10480ui00 was completed. Return testing was not completed as returns were not available. Trending review did not identify any trends for the product. Device history record review on lot 10480ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay, lot number 10480ui00 was identified.